Manufacturer narrative:
The bnp samples were collected in edta plasma tubes. The customer centrifuges samples for either ten (10) minutes at 3,000 rpm, or in a statspin centrifuge for three (3) minutes. Per customer supplied qc charts, both levels of bnp qc were within the customer's established ranges prior to and after the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011 which passed within instrument specifications. Another routine system check was performed on (B)(6) 2011 which failed due to an elevated washed %cv. The customer did obtain a passing system check on (B)(6) 2011 after changing the aspirate probes, cleaning the main pipettor and running a daily clean routine. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse performed a high sensitivity system check which failed due to a large amount of high fliers. The fse performed a major preventive maintenance (pm) on the instrument. The fse cleaned the wash carousel as it was "extremely dirty", verified the "wash in", "wash out" and reaction vessel (rv) shuttle transfer alignments; no issues were noted. The fse performed system exercisers; no problems were noted. The fse then performed the failed portion of the high sensitivity system check which passed. A definitive device failure has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bec) regarding a higher than expected b-natriuretic peptide (bnp) result, above the normal reference range, generated by the unicel dxc 600i synchron access 2 clinical system for one patient. Subsequent testing produced lower results, still above the normal reference range, but outside of the assay's expected precision. Patient results are provided in this report. The results were reported out of the lab. The effect, if any, to the patient is unknown at this time.